Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
The users performance with the device is affected. The user was re-implanted on the 24-nov-21 and the surgery took place in poland.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. Information is limited at the time of entry. The user was reimplanted on the (B)(6) 2021 and the surgery took place in (B)(6).